Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of "alarm f-38" was confirmed. Service determined that the cause was due to the force sensing resistors being out of range. The resistors were replaced to resolve the issue. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a flogard infusion pump with a 38 failure code. It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.